Manufacturer narrative:
Name of clinic: (B)(6) clinic. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that end user was an adult male who had a right shin wound eight inches above his ankle. The end user and his wife reported that initially they had the one dressing applied out of a market unit of dressings at the wound clinic on (B)(6) 2022. Later, he removed the dressing at home on (B)(6) 2022, as directed by the wound clinic. The wife of end user called the clinic because even though the dressing was moist it was adhering to the wound and they were directed to moisten the dressing with saline which he did and then removed the dressing easily. He also cleaned the wound with saline then applied new dressing which was provided by the wound clinic. He did not apply any other products directly to the wound. He covered the dressing with other company¿s absorbent foam dressing. He was awake from sleep that night due to intense stinging sensation to the right leg shin wound. The end user and his wife were recommended not to use product that causes stinging to the wound and to report this issue to wound clinic. A follow up call was made to end user. He was on his way to the wound clinic as per the directions. Multiple attempts to call with outbound call to end user twice on (B)(6) 2022 and one outbound call was made (B)(6) 2022 to follow-up on any findings during his fifth may, 2022 wound clinic visit. No photo is available at this time.